Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4) . This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the most recent repair record determined the motor speeds were unstable and the motor was corroded. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported during maintenace that the motor speed was unstable and corroded motor. Prior to maintenance it was noted that the surgeon was not happy to use the device. The event timing is outside of surgery. There is no harm or delay reported. Due diligence is in progress. There is no additional event information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foriegn country - UK.

Event description:
It was reported during maintenance that the motor speed was unstable and had a corroded motor. The event timing is outside of surgery. There is no harm or delay reported. Due diligence is in progress.